Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows host-pc did not startup in the previous system start. Upon functional testing fse found that the host pc was bad. The philips engineer loaded ghost backup and new license file to host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not fully booting. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and loaded ghost backup and new license file to host pc which resolved the issue. The device was returned to use in good working order.